Event description:
It was reported that the day after implant, the right ventricular lead had high and unstable thresholds, oversensing and noise were noted during the interrogation. The lead had possibly dislodged. The device detections were turned off. The next day the lead was revised. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD implanted: (B)(6) 2014. A 5076 lead, implanted, (B)(6) 2014. (B)(4).